Event description:
During an arthroscopic procedure, the physician was utilizing two speedstitch suturing devices and two different suture cartridges. The physician indicated that the wings of the suture cartridges would not lock into place of either speedstitch device handle. It was reported that the procedure took 45 minutes longer than normal. No pt injuries were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but were not received. Reference MFR reports: 3006524618-2012-00268, 3006524618-2012-00269, and 3006524618-2012-00270. The lot number of the above referenced device was not available; therefore, no mfg or exp date can be provided.